Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 48.7mm thoracic aortic aneurysm. It was reported post-operatively, after the patient awoke from anesthesia that when checking the movement of the patient's feet, there was no movement. There was a physical feeling of skin being touched reportedly. As per the physician the cause can not be determined. No additional clinical sequalae were provided and the patient will be monitored.